Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was continuously beeping for errors and not responding to button presses and that it had a black screen. The blood glucose reading was 122 mg/dl. The insulin pump had not been exposed to extreme temperatures or direct sunlight. The customer was advised to remove the battery and reinsert it and the display did not return. The customer was advised to remove the battery for two hours and reinsert it and the insulin pump did not return to normal function. The numbers counted up but the screen still went to black. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.